Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "breast implant shows clear signs of intracapsular rupture with linear images of fold over itself and drops inside the silicone¿ and ¿small left axillary adenopathy of inflammatory appearance." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. No creases were observed on the device.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture, lymphadenopathy, and crease/folding of the implant.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "breast implant shows clear signs of intracapsular rupture with linear images of fold over itself and drops inside the silicone¿ and ¿small left axillary adenopathy of inflammatory appearance." The device has been explanted.